Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Only the distal segment of the lead was returned as it was severed approximately 50.5 cm from the distal tip. The returned segment was confirmed to be electrically continuous. As a result, the clinical observation could not be confirmed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Good measurements were obtained upon initial placement as measured via pacing system analyzer (psa). Upon connection to the device, high out of range pace impedance measurements were observed. The lead was tested once more via psa and out of range impedances were confirmed. The lead was extracted and replaced with an alternate lead to complete the procedure. No adverse patient effects were reported.